Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va27ymf, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 978a128, serial/lot #: (B)(4), ubd: 19-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an manufacturing representative (rep) and a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the patient felt like their right lead (micro was on the left) worked better for them. They decided that they preferred their old battery type and that their device worked better when the lead was on the other side. They also decided that they wanted to move back to the recharge free system. They decided it was easier for them to not have to deal with recharging weekly. The doctor, removed the micro and did a stage 1 on the other side (right side), to verify that they had the desired outcome. The patient will be doing a stage 2 of a 3058 on (B)(6) 2021 assuming satisfactory improvement. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from a manufacturer representative (rep). The rep reported that the previous replacement was due to normal battery depletion. With the patient's original device they had significant improvement in their ic pain. When they switched lead sides to their left, all of the ic pain returned, despite good motor response on the lead. When they switched back to the right side and did a 1 week stage 1 trial all of their ic pain resolved and they had greater than 50% improvement of their oab symptoms. There were no noted product issues, just the difference between the symptom efficacy in their left (micro) vs right side.